Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) intrinsic amplitude is out of range on the left ventricular (lv) lead. Technical services (ts) was consulted and advised oversensing observed on the right ventricular (rv) lead and left ventricular (lv) lead. The last in-clinic lv intrinsic amplitude check was 4.3mv (millivolts). Ts provided device programming information. The device and leads remain in service. No adverse patient effects were reported.